Event description:
Event description guidant received information that this implantable lead displayed an out-of-range pacing impedance on the clinic summary printout. Upon interrogation the impedance was out-of-range for the last week, and is also out-of-range currently. It appears the impedance began increasing slowly 8 months ago. The shock impedance, pacing threshold and r waves are normal and consistent. Additional information was received stating the rate/sense portion of the lead wassurgically abandoned. A new lead was placed for this function.